Event description:
It was reported during an external iliac procedure, the stent failed to deploy. When the device could not be deployed, it was removed from the patient. A vigorous attempt to deploy it was made at the sterile table and it was at this time that the device broke. An 8f introducer sheath was used. The anatomy was not tortuous or calcified. The physician did not report any difficulties advancing the system to the lesion. The path to the site was 2cm.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. This application represents an off-label use. The fluency tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures and has never been tested for an application as described in this case. The IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established. The sample has been returned, but has not been evaluated yet.